Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high shocking impedance greater than 200 ohms, which is high out of range. Further review by technical services (ts) was performed and it was discussed there is only one shock impedance measurement greater than 200 ohms, before and after that measurement the shock impedance have been around 40 ohms. There are also no episodes showing noise and it was mentioned that electromagnetic interference (emi) could be a potential cause for the isolated out of range measurement. It was advised to perform troubleshooting and x-ray would also be beneficial to evaluate the system location. The leads are competitor products. The ICD remains in service. No adverse patient effects were reported.